Event description:
It was reported that during a ptca treatment procedure the quantum maverick monorail balloon ruptured at 8 atms on the second inflation. (The number of atms reached on the initial inflation is unknown). The lesion being treated was a 95% stenotic lesion in a minimally tortuous proximal lad coronary artery. The pt was asymptomatic during this event. The quantum maverick monorail balloon catheter was removed and replaced with another quantum maverick monorail balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.